Manufacturer narrative:
It was reported that the stem was noticed from an x-ray to be broken. The initial surgery was performed in july 2014. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that two x-rays were submitted for review however, they do not reveal a cause for the break but lack of bony support around the greater trochanter cannot be ruled out as there was previous fracture with cerclage banding and osteolytic changes around the proximal stem. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the stem was noticed broken by x-ray in 2020. The initial surgery was a thr in (B)(6) 2014. No more information available.